Event description:
It was reported that "the handle came dislodged during manipulation and came completely off the shaft".

Manufacturer narrative:
When the investigation has been completed, I will file a supplemental report.